Event description:
It was reported that the patient presented in the clinic for a device changeout due to eri. Multiple cases of inappropriate detection of ventricular fibrillation episodes were noted; atp delivery was delivered for 3 of the episodes, no therapy was delivered for the remaining cases. The electrical parameters were in range, but lead noise was seen with provocative testing. During explant an insulation abrasion was noted. Twiddlers syndrome was suspected. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: a partial lead with the connector pin measuring 8.0cm was returned for analysis. External insulation abrasion was noted at 7.0-7.2cm from the connector pin, consistent with lead friction to the ICD can. The etfe coating was abraded at this location. This is consistent with the observation from the field of noise.